Manufacturer narrative:
Patient codes: 3189 - surgical intervention, 3191 - bulging, 2240, 2060, 1994, 1932, 1970, 2144, 2415. It was reported that the patient had a revision surgery on (B)(6) 2016. It was reported that following the procedure the patient experienced hernia recurrence, scar, pain, inflammation, nausea vomiting, bulging and numbness. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.